Event description:
The customer reported that the insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The battery was changed and the buttons still did not respond. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had frozen display as a result of corrosion on the liquid crystal display board and the radio frequency board. In addition, moisture was found on the keypad trace.